Manufacturer narrative:
Two opened company cartridges were returned taped inside opened pouches for lot. Ten unopened company cartridges were also returned for lot. The two opened company cartridge samples were evaluated. The first company cartridge was microscopically examined with no damage observed. The cartridge shows no sign of use. No viscoelastic is observed. No evidence of placement into a handpiece. The second company cartridge was microscopically examined. Inadequate viscoelastic was dried in the cartridge. Tip stress was observed. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating top center. The ten returned unopened samples were evaluated. The company cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridges. The nine retuned unopened company cartridges were functionally tested per the dfu using a qualified company handpiece, lens and viscoat. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Company product history records were reviewed and documentation indicated the product met release criteria. The associated iol, diopter is not within the qualified diopter range for this cartridge. The lens model is only qualified for diopters 6.0-23.0 in the company cartridge. A non-company viscoelastic was indicated. The handpiece used was not provided it is unknown if a qualified handpiece was used. Root cause: the root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from company cartridge tip. The associated iol, 24.5 diopter is not within the qualified diopter range. The lens model is only qualified for diopters 6.0-23.0 in the company cartridge. A company viscoelastic was indicated. The handpiece used was not provided it is unknown if a qualified handpiece was used. The reported complaint may be related to a failure to follow the IFU. The company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All ten of the returned unopened company cartridges for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No damage or foreign material was observed after the functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened company cartridges were returned taped inside opened pouches for lot. Ten unopened company cartridges were also returned for lot. The two opened company cartridges samples were evaluated. The first company cartridges was microscopically examined with no damage observed. The company cartridges shows no sign of use. No viscoelastic is observed. No evidence of placement into a hand piece. The second company cartridges was microscopically examined. Inadequate viscoelastic was dried in the company cartridges. Tip stress was observed. The used company cartridges was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating top center. The nine returned unopened samples were evaluated. The company cartridges were microscopically examined with no damage observed. No particulate was observed inside the company cartridges. The nine retuned unopened company cartridges were functionally tested per the dfu using a qualified handpiece, lens and viscoelastic. No lens or company cartridges damage was observed after the lens delivery. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The associated iol, 24.5 diopter is not within the qualified diopter range for this company cartridges. The lens model is only qualified for diopters 6.0-23.0 in the company cartridges. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridges, the reported foreign material may have been internal coating material from the company cartridges tip. The associated iol, 24.5 diopter is not within the qualified diopter range. The lens model is only qualified for diopters 6.0-23.0 in the company cartridges. A non-company viscoelastic was indicated. The handpiece used was not provided it is unknown if a qualified handpiece was used. The reported complaint may be related to a failure to follow the IFU. Per the IFU: the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All nine of the returned unopened company cartridges for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No damage or foreign material was observed after the functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The associated iol, with 24.5 diopter is not within the qualified diopter range. The lens model is only qualified for diopters 6.0, -23.0 in the cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material was found on the intraocular lens (iol) optic after implanting. The foreign material was removed by irrigation and aspiration, and the surgery was completed. Additional information was requested.